Manufacturer narrative:
(B)(4). The explanted products were not returned to neuropace for analysis.

Event description:
The patient presented with an erosion and purulent discharge at the neurostimulator site. The patient's neurostimulator was explanted on (B)(6) 2025. The depth leads and burr hole covers were explanted on (B)(6) 2025. Treatment included IV antibiotics.